Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the damaged alcohol connector could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus, the device was repaired at the customer site. The field service engineer verified breakage of the lock lever on the alcohol connector. The engineer replaced the broken connector, and the machine was operational. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during reprocessing they observed a tubing issue and possible damage to the alcohol connection at the tank. There were no reports of patient harm associated with this event.